Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),period would last for 10-15 days') and genital haemorrhage ('abdominal bleeding general,periods would last 10-15days,would bleed through multiple pad/overnight garment/tampon combinations every 2 hours') in an adult female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included libido decreased. Previously administered products included for an unreported indication: nexplanon and mirena. Concurrent conditions included body mass index normal. Concomitant products included promethazine hydrochloride (promethazine hcl). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and nausea ("nausea, during each period every month"). In september 2010, the patient experienced female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia"). In 2011, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalances") and weight increased ("weight gain") and experienced feeling abnormal ("brain fog"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), mood swings ("mood swing"), insomnia ("insomnia"), anxiety ("anxiety") and depression ("depression"). In 2014, the patient experienced pollakiuria ("urinary frequency"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary incontinence ("bladder urinary problems or changes"), migraine ("migraines, lasted 10-15 days at a time"), headache ("headaches,lasted 10-15 days at a time"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), metabolic disorder ("metabolic changes"), hypovitaminosis ("vitamin deficiency"), back pain ("back pain"), sciatica ("sciatica"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), endometriosis ("endometriosis") and abdominal adhesions ("adhesions in my colon"). The patient was treated with bupropion hydrochloride (wellbutrin), iron, ketorolac, naproxen (naproxin), sertraline hydrochloride (zoloft), sulfamethoxazole;trimethoprim (bactrim), sumatriptan succinate (imitrex df), topiramate (topamax), trometamol (tromethamine), venlafaxine hydrochloride (effexor), vitamin d nos (vitamin d) and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, feeling abnormal, female sexual dysfunction, urinary incontinence, headache, vaginal discharge, metabolic disorder, hypovitaminosis, back pain, sciatica, vulvovaginal pain, abdominal pain, weight increased, abdominal pain lower, endometriosis, abdominal adhesions, insomnia, anxiety and depression outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection, migraine, nausea, dysmenorrhoea, dyspareunia and mood swings had resolved. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypovitaminosis, insomnia, menorrhagia, metabolic disorder, migraine, mood swings, nausea, pelvic pain, pollakiuria, sciatica, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: there was 3 coils noted on the right side and 4 coils noted on the left side. Current weight 186 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New event urinary frequency, insomnia, anxiety, depression was added. Updated outcome of event dyspareunia, nausea, uti, migraines form unknown to recovered / resolved. Concomitant condition, treatment drugs, reporters, patient demographics was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("abdominal bleeding general") in an adult female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included libido decreased. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia"), urinary incontinence ("bladder orurinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), metabolic disorder ("metabolic changes"), hypovitaminosis ("vitamin deficiency"), back pain ("back pain"), sciatica ("sciatica"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), mood swings ("mood swing"), abdominal pain lower ("severe cramping"), endometriosis ("endometriosis") and abdominal adhesions ("adhesions in my colon") and was found to have hormone level abnormal ("hormonal changes describe: imbalances") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, feeling abnormal, urinary tract infection, female sexual dysfunction, urinary incontinence, migraine, headache, nausea, dyspareunia, vaginal discharge, metabolic disorder, hypovitaminosis, back pain, sciatica, vulvovaginal pain, abdominal pain, weight increased, abdominal pain lower, endometriosis and abdominal adhesions outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and mood swings had resolved. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypovitaminosis, menorrhagia, metabolic disorder, migraine, mood swings, nausea, pelvic pain, sciatica, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: there was 3 coils noted on the right side and 4 coils noted on the left side.current weight 186 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69.841 kgs. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,"), genital haemorrhage ("abdominal bleeding general") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in an adult female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included libido decreased. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia"), urinary incontinence ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), metabolic disorder ("metabolic changes"), hypovitaminosis ("vitamin deficiency"), back pain ("back pain"), sciatica ("sciatica"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), mood swings ("mood swing"), abdominal pain lower ("severe cramping"), endometriosis ("endometriosis") and abdominal adhesions ("adhesions in my colon") and was found to have hormone level abnormal ("hormonal changes describe: imbalances") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, feeling abnormal, urinary tract infection, female sexual dysfunction, urinary incontinence, migraine, headache, nausea, dyspareunia, vaginal discharge, metabolic disorder, hypovitaminosis, back pain, sciatica, vulvovaginal pain, abdominal pain, weight increased, abdominal pain lower, endometriosis and abdominal adhesions outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and mood swings had resolved. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypovitaminosis, menorrhagia, metabolic disorder, migraine, mood swings, nausea, pelvic pain, sciatica, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: there was 3 coils noted on the right side and 4 coils noted on the left side. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received : reporter added. Aka name added, lot number added, patient demographic added, product indication and essure removal date added, event injury nos is replaced with pelvic pain. Case become valid. Events added : imbalances and brain fog, abnormal bleeding (vaginal, menorrhagia), uti, apareunia (inability to have sexual intercourse), bladder leakage, migraines, headaches,nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, vaginal discharge, metabolic changes; vitamin deficiency, back pain, weight gain, sciatica, vaginal pain and endometriosis, adhesions and adhesions in my. Events severity added, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.